Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tube, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: the cap flies off when putting the tube in the centrifuge.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-16. H6: investigation summary. Bd received 3 samples from the customer in support of this complaint. The 3 samples were functionally tested and the customer's indicated failure mode of "stopper pop off" no issues were observed with the stopper or the stopper function. Additionally, 96 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 of the retention samples were functionally tested with all weights being within specification limits. No issues were observed with the hemogard closure assembly being loose or separating during or after the testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the samples and retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tube, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: the cap flies off when putting the tube in the centrifuge.